Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on 21/dec/2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.